Event description:
Caller reported a cgm error 42 related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided instructions for a complete pump reset. After the reset, the cgm error code did not reappear, and the customer successfully started their sensor session.